Event description:
It was reported that the shaft was fractured. A guidezilla a was selected for use in the left anterior descending artery. The 2.75mmx18mm target lesion was 80% stenosed, moderately tortuous, and severely calcified. During procedure, the shaft was fractured at 25cm from the distal end of the balloon. Nothing remained inside patient's body. The procedure was completed using another of the same device. No patient complications reported. The patient was stable post procedure. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a complete separation at the collar with the ptfe completely pulled out of the collar, tip damage (misshapen), and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the shaft was fractured. A guidezilla a was selected for use in the left anterior descending artery. The 2.75mmx18mm target lesion was 80% stenosed, moderately tortuous, and severely calcified. During procedure, the shaft was fractured at 25cm from the distal end of the balloon. Nothing remained inside patient's body. The procedure was completed using another of the same device. No patient complications reported. The patient was stable post procedure.